Manufacturer narrative:
Date of initial report sent: 09/01/2009.

Event description:
Procedure type: cosmetic (septoplasty). According to the reporter: the pt retained suture. Pt scheduled for removal of foreign body in or. No other information has been granted by account.